Event description:
The customer reported that the sensor "was working on intermittently", where it "failed to read. Pulse oximeter was repositioned several times without successful return to function...unable to establish a consistent, reliable, and accurate pulse oximeter reading". There was no patient impact or consequence reported.

Manufacturer narrative:
The returned sensors and cables were evaluated. The sensors and cables passed all visual and functional analysis. The reported issue was not duplicated, the sensors and cables functioned as designed.